Event description:
The patient passed out at 1:45am. After a few minutes regained consciousness. Pt tested pt's blood glucose on the suspect device and it was 100 mg/dl. The paramedics were called. The ER tested his blood glucose on their device and it was 66mg/dl. Pt was given an IV with glucose. The doctor stated that he was not sure that pt had an insulin reaction.